Event description:
Customer reported that the threshold suspend was activated during the night and that she did not hear the alarm and woke up with a high blood glucose over 300 mg/dl. She stated that she sometimes had difficulty hearing the alarms even when she was awake. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.